Event description:
The patient bumped his head on the refrigerator. He stated there did not appear to be any swelling and the stimulation seemed to be working properly. Seven days later the patient reported a loss of therapeutic effect. The patient was at home. His status was "good". The patient was encouraged to contact his health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.